Manufacturer narrative:
.

Event description:
It was stated that the patient's body rejected the device. The infection was "very bad" and bandages had to be changed every few hours due to pus draining out of the incision. The ins was removed and the incision was packed with gauze. The outcome is unknown. Further information is being requested from the hcp.